Event description:
The customer reported that the unit would not turn on and that there were a red x and a beep.

Manufacturer narrative:
(B)(4): the customer reported that the unit would not turn on and that there was a red x and a beep. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.